Event description:
A 31 yr old white gravida 0 female status post bilateral transaxillary. 220cc subpectoral gels (surgitek) for augmentation 08-04-86. Pt complained of rt always being different shape and higher. She complained of lt herniating laterally early. This is worsening. She has some local pain. Magnetic resonance imaging in '94 revealed rt intracapsular rupture, possible lt. She desired removal and replacement with larger salines. Surgery done. Bilateral ruptured implant.